Event description:
It was reported that during an ankle orif surgery, when taking the final x-ray pictures of the fracture, it was noted that a 2.7mm locking screw that was engaged into the evos lateral distal fibula plate, was found to be too long and invading the joint. It was decided to exchange the screw to a shorter one. When using the t8 driver to remove the screws, it stripped and screws were no possible to be removed. A high speed burr was used to remove the surrounding plate around the stripped screw head in order to have access to place a pair of multi grips over the screw head and then it was removed. A delay greater than 30 minutes occurred due to this event. No injuries to patient ere reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. (B)(4).